Event description:
It was reported that there was difficulty accessing the center port of the pump. It was indicated that there was a depth issue caused by the patient gaining weight. She was difficult to stick and the physician saw some blood while doing the refill. The physician believed that he was in the port, but would like to confirm the amount that was put into the reservoir. Eleven weeks later, it was reported that there was difficulty filling the pump due to it being deep and tilted. There was a volume discrepancy where the expected reservoir volume was 8.8ml, but the actual reservoir volume was 0.5ml. It was indicated that the cause of the discrepancy was possibly a pocket fill. The patient had experienced an increased heart rate. She came into the office on the following day and her pump was decreased. At the time of report, there was no patient injury. The device system was used to deliver infumorph.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8711, serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4).